Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the lead/extension tract was reconnected during surgery. The patient was reprogrammed after the surgery. The patient was reprogrammed because of low impedance. The etiology was reported as related to the extensions, leads, and implantable neurostimulator (ins). It was unknown why the lead and extension were not connected good.

Manufacturer narrative:
Concomitant medical products : product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that there was low impedance. The outcome was resolved without sequelae. Interventions included surgical intervention including reconnecting the lead/extension tract. Interventions included reprogramming due to low impedance. The event resulted in in-patient hospitalization. The device interrogation/device data showed low impedance of the combination electrode of 1 and 3. The etiology was reported as related to the device or therapy and possibly related to the implant procedure.